Event description:
The customer alleged they received a questionable parathyroid hormone (pth) result for one patient on their e-module. The patient's initial pth result was 748.2 pg/ml. The patient's sample was re-tested on an architect analyzer and the result was 36 pg/ml. It was unknown if either result was reported outside the laboratory. It was unknown if there were any adverse events. The pth reagent lot number was 169039 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
It was determined both the e170 and architect results were reported outside the laboratory. The physician considered the architect result to be correct. The patient's sample was returned for investigation. The sample was tested with a pth retention kit lot number 169039. An interference caused by heterophilic antibodies was identified. The interference is covered by the product labeling.